Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinicfor a follow up, post paced t- wave oversensing was observed. The device was reprogrammed and remains implanted.